Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: detach distal end, chip on light guide lens due to stress problem and rust around the objective lens due to degradation problem. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a detached distal end, rust around the objective lens and a chip on the light guide lens was observed. There was no patient involvement.